Manufacturer narrative:
A trumpf medical technician performed a full functional check of the table and found no issues. A review of the table data logs is currently in progress. A follow-up report will be submitted if any new information is discovered.

Event description:
During a procedure, a trumpf medical trusystem 7000 operating table was being articulated when the table unexpectedly dropped. The account reported that there were no injuries to the patient nor impact to the procedure.